Event description:
Dear (B)(6), a customer had a problem with a control board p.n. Msp161502 s.n. (B)(6): tf 485001,446029,431001,246005. We replaced the part and did all the tests. Meir sc2201898 b.r. Ilan ofman bepex ltd.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.